Manufacturer narrative:
Title: analysis of retromuscular drain output and postoperative outcomes for heavyweight versus mediumweight polypropylene mesh following open ventral hernia repair source: hernia (2024) 28:637¿642. Https://doi.org/10.1007/s10029-024-02972-7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between march 2017 and april 2019, a retrospective study compared heavyweight and mediumweight polypropylene mesh for open retromuscular ventral hernia repair between march 2017 and april 2019. A competitor mesh was used in the heavyweight group and parietene or a competitor mesh was used in the mediumweight group. Drains were placed in both groups. There were 148 patients in the mediumweight group and complications included surgical site infection in 9 patients and other unspecified surgical site occurrences in 20 patients. Ten patients required an intervention to treat the complication. Drains were extended if drainage was excessive. Analysis of retromuscular drain output and postoperative outcomes for heavyweight versus mediumweight polypropylene mesh following open ventral hernia repair. Dr. Varisha essani, 2024, hernia, 10.1007/s10029-024-02972-7.